Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -6.75%. There was no reported adverse event.

Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event. The issue occurred during testing. Returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found.during the evaluation of the device analysts were unable to duplicate the reported issue. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.